Event description:
The patient underwent revascularization with placement of an endeavor sprint drug eluting stent in the rca. It is reported that the patient suffered a cerebral vascular accident approx 21 months post implantation of the endeavor sprint stent. The investigator assessed that the event was not related to the device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). (B)(4).